Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 22ga the catheter began splitting. There was no report of patient impact. The following information was provided by the initial reporter: material no: 381423 batch no: 1137794 . It was reported the catheter sheath splitting when trying to advance the needle. Multiple reports of the bd insyte autoguard IV catheter malfunctioning during patient use. On three different patients with three different rns, the rn¿s report the catheter sheath splitting when trying to advance the needle. Date of event not provided at time of entry.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 22ga the catheter began splitting. There was no report of patient impact. The following information was provided by the initial reporter: material no: 381423, batch no: 1137794. It was reported the catheter sheath splitting when trying to advance the needle multiple reports of the bd insyte autoguard IV catheter malfunctioning during patient use. On three different patients with three different rns, the rn¿s report the catheter sheath splitting when trying to advance the needle. Date of event not provided at time of entry.

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the sample submitted for evaluation. Bd received one used un-retracted unit with its original packaging from lot number 1137794. Upon inspection of the received unit it was identified that the needle has pierced through the catheter tubing and that media is present in the catheter tubing and the flashback chamber. The reported issue was confirmed as the needle was through the catheter. The needle may pierce the catheter wall during manufacturing (set together step) or during use due to advancing at the wrong angle or moving the needle up and down the catheter tubing. The presence of dried media within the device indicates that the defect most likely occurred during application. Performing venipuncture with the needle pierced through the catheter would be extremely painful and the catheter would be unable to insert into the skin. A device history record review showed no non-conformances associated with this issue during the production of this batch.